Manufacturer narrative:
Device evaluated by manufacturer: the device was returned without any visual defects. Functional test shows that the catheter functional mechanism worked properly. No abnormal resistance was felt when actuating the device. The continuity test was performed, and the device was found within specifications. Electrical testing was performed, the device was recognized by rhythmia hdx system and showed no evidence of issues. The ablation was verified and was found to be within specifications.

Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. It was reported that during a procedure, an intellanav stablepoint open-irrigated catheter was selected for use. It was observed that the 3d ablation catheter suddenly disappeared while pacing the abductor appendage during confirmation of the exit/entrance block after pulmonary vein isolation (pvi). The only error displayed was an error in the surface patch indicator. The ablation catheter cable was unplugged and plugged, and the study was re-entered, however issue persisted. Issue improved by replacing the seal, as the left atrium indicator was red. Nevertheless, procedure was cancelled/rescheduled due to this event. Although pvi was able to be completed, cavotricuspid isthmus (cti) ablation was not able to be performed. The patient was sedated at the time of the procedure cancellation. There were no patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. It was reported that during a procedure, an intellanav stablepoint open-irrigated catheter was selected for use. It was observed that the 3d ablation catheter suddenly disappeared while pacing the abductor appendage during confirmation of the exit/entrance block after pulmonary vein isolation (pvi). The only error displayed was an error in the surface patch indicator. The ablation catheter cable was unplugged and plugged, and the study was re-entered, however issue persisted. Issue improved by replacing the seal, as the left atrium indicator was red. Nevertheless, procedure was cancelled/rescheduled due to this event. Although pvi was able to be completed, cavotricuspid isthmus (cti) ablation was not able to be performed. The patient was sedated at the time of the procedure cancellation. There were no patient complications. The device is expected to be returned for analysis.